Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. The unit was unable to have the faded screen anomaly verified due to the blank display. The following physical damage was noted: cracked casing at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 159 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped or dropped. However, the customer lives in a humid area and the insulin pump may have been exposed to moisture in the air. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.